Manufacturer narrative:
A photo was returned showing the packaging information. No defects or anomalies noted as a result of the photo inspection. Six new mc33122 pressure infusion extension sets were provided by the customer for inspection. No defects or anomalies were noted. Each set was measured and found to have met iso standards. The reported complaint was unable to be replicated or confirmed. Without the return of the used device, a comprehensive failure investigation cannot be conducted. The device history record was reviewed and no relevant non-conformities were found that would have led to the reported complaint. D9 - date returned to mfg: 13may2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional reporting contact: (B)(6).

Event description:
The complaint/event occurred on an unspecified date and involved a 7" (18 cm) appx 0.45 ml, pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. The nursing department reported that a j-loop was not luer locking properly; it 'comes undone' and subsequently leaks. There were no injuries and no adverse events associated with this event/complaint.